Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: image cannot be displayed, disconnection in cable unit and poor water-tightness of cable unit, water tightness is lost. Based on the results of the investigation, it is likely, the following led to the malfunction: probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited endoscopic image cannot be displayed, due to disconnection in cable unit and poor watertightness of cable unit. For which, water tightness is lost. There was no patient involvement.